Manufacturer narrative:
Patient medications include but are not limited to: ¿ statin. The information provided in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore; or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The date of implant and date of event have been estimated as only the year was provided. As lot number(s) were unavailable a UDI and device history review were not provided.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in (B)(6) 2015, a patient underwent urgent endovascular treatment for an acute aortic dissection extending from zone 3 to zone 13. The primary entry tear was located in zone 5. One conformable gore® tag® thoracic endoprosthesis (tgu404015) was advanced and implanted successfully to cover the primary entry tear. Distal extension of the dissection was reported to have occurred during the procedure. The procedure was concluded with no evidence of endoleak. The patient underwent follow up visits on unknown post operative day(s) pod: 12, 34, 233. On an unknown follow up date, approximately pod 34; proximal extension of the dissection and false lumen perfusion from a source distal to the treated area was identified. No endoleak was noted and the aorta within the treated area measured 38 mm. On an unknown follow up date, approximately pod 233; the aorta measured 42 mm within the treated area. False lumen perfusion from an unknown source was identified. No endoleak or other additional procedures for the patient was noted.